Event description:
Burr on tip of scissors, caused a superficial skin tear on patient's leg. Manufacturer response for scissors, general, surgical, sklar instruments (per site reporter). Waiting for their response.